Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being evaluated for anti-tachycardia pacing (atp) delivery. Upon review, it was noted that the patient was having premature ventricular contractions (pvcs) which were undersensed due to falling into the blanking period. Then a subsequent ventricular pace was delivered, and the patient went into ventricular tachycardia (vt). It was unknown if the pacing contributed to the vt. Technical services (ts) discussed troubleshooting and programming options. No additional adverse patient effects were reported. The device remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.